Event description:
Device 5 of 5. Reference MFR. Report#: 1627487-2019-03989; reference MFR. Report#: 1627487-2019-03990; reference MFR. Report#: 1627487-2019-05511; reference MFR. Report# 1627487-2019-05512. It was reported the patient experienced swelling, fluid, and redness located at the incision sites. As a result, the patient underwent surgical intervention wherein the scs system was explanted. In turn, the patient was administered oral and IV antibiotics. Reportedly, an infection was ruled out, however the physician is awaiting the results from the second report. The physician referred the patient to another healthcare provider for the next course of action.